Manufacturer narrative:
A review of the device keylog data indicates that the device user initially used the energy select buttons (up and down) to change the energy selection from 200 joules to 100 joules prior to administering the first shock (in sync mode). The device charge button was pressed in preparation for another shock and then the device user turned the selector knob left and right prior to pressing the shock button and administering the second 100 joule shock (note: turning the selector knob after pressing the charge button has no effect on the device). Subsequently, the device user twice began charging the defibrillator, then turned the selector knob, then pressed the selector knob to disarm the defibrillator charge. Finally, the energy select button was used to increase the energy selection from 100 joules to 200 joules prior to administering the 3rd shock to the patient.    It was determined that use error led to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device where he was unable to verify the reported issue. The device was tested by connecting it to an analyzer with a similar waveform and performing a synchronized shock procedure and it was confirmed that the keypad was functional. A clinical review of the reported event by a physio-control clinical specialist and a physio-control senior scientist concluded the following:  "the true reason the synchronized 100 j shock intended to treat pulsatile mvt (monomorphic ventricular tachycardia) induced vf (ventricular fibrillation) cannot be determined from the available data. Literature around icds (implantable cardioverter defibrillators) points to a small but significant risk of converting mvt to vf with low energy cardioversion which is likely similar in low energy external cardioversion of mvt based on physiological mechanisms.  No device malfunction was observed during this analysis." Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. (B)(4).

Event description:
The customer reported that they were using the device to perform a synchronized cardioversion procedure on a patient. The patient was in a monomorphic ventricular tachycardia rhythm and upon delivery of the 100 joule (j) synchronized shock, the patient's rhythm incidentally converted to ventricular fibrillation. Two additional defibrillation shocks (asynchronous) were subsequently administered (100j and 200j) and the patient was converted to a perfusing rhythm. The patient did survive the event. The customer additionally reported that the energy select up button on their device would not allow the energy level to change from 100j to 200j. It was confirmed that they were able to change the defibrillation charge level using the rotary knob.